Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No moisture damage was found on electronic assembly. The pump was unable to perform the functional testing due to motor damage. The pump was received with missing end cap sticker and scratched on display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The mother stated that the pump occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.